Event description:
I was implanted with a biomet metal on metal full hip replacement in (B)(6) 2002. I recently have been tested to reveal that my blood serum levels for cobalt and chromium are extremely high - cobalt = 91 microg/l and chromium = 64 microg/l. I learned this because in (B)(6) 2012 I began to experience severe pain in my hip and leg which has the prothesis implanted and I visited an orthopedic surgeon who ordered the blood lab tests. He has recommended a hip revision to replace my metal on metal hip. I am now, also, concerned that the high levels of cobalt and chromium may be the contributor to a chronic scalp problem defined by my dermatologist as "non-specific dermatitis," which began approximately one year after my hip replacement in 2002. I visited 5-6 dermatologists, each of which treated my scalp problem with a variety of different medications including accutane. None of the treatments have resolved the scalp problem and it continues to persist today. Also in 2009 I found that my typing and reading was progressively worsened, meaning that I make errors in recognizing words while reading and also make significant errors while typing documents and emails. My current orthopedic surgeon and second orthopedic surgeon (second opinion) both said that the cup placement of my existing prosthetic hip is too vertical which causes excessive wear, as well. I would like this information entered into your database regarding metal on metal hip replacement issues. Could you reply to me with any information regarding high levels of cobalt and chromium ions in a person's system causing dermatological problems such as I have experienced for the past nine years. Please reply with any suggested steps or precautions that I should take.